Manufacturer narrative:
Analysis was normal. No anomaly was found. A lead tip stiffness test was performed and the lead was found to be within specification.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that increased pacing threshold was observed. Several weeks later, a microperforation to the rv lateral wall was suspected due to the stiff design of the lead. The lead was successfully explanted and replaced.

Event description:
New information received notes that the issue was discovered via fluoroscopy. The patient's condition was stable prior to the procedure, unstable following dft testing, and stable after resuscitation.